Manufacturer narrative:
Investigation result: no actual sample was provided for investigation. However, a photo was received for investigation. Foreign matter was observed at the prn of the sample in the provided photo. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7110499. No root cause can be determined as sample was not returned for further investigation.

Event description:
It was reported that upon opening the package of a bd pegasus¿ safety closed IV catheter system, prior to testing, the rubber cap was found with a ¿dark colored¿ point. There was no report of injury or medical intervention.